Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "strain where the incision is, soreness and always been differently shaped".

Event description:
Healthcare professional reported left side "hole." Patient reported left side "has a strain where the incision is, soreness and always been differently shaped." Patient also reported "difficulty breathing, having problems with their head, expressed concern that their explanting physician has scheduled an MRI and will not allow them to cover their head to protect theirself because they doesn't want any more problems with their brain" and ¿feels electric shocks in their head¿; these events are not device related. Device was explanted.